Manufacturer narrative:
This incident has been recorded under (B)(4). Review of the most recent repair record determined the motor speed was unstable and the motor seal was damaged. The motor and motor seal were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported when going to use the item during surgery it did not work as the there was no oscillation. Another device was used to complete the procedure. No harm or delay were reported as it relates to this event as no patient involvement was noted. No adverse events were reported as it relates to this event.